Event description:
It was reported that the left monitor on the 9800 system had dark images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. "The left monitor during the svc call". The system was tested, and found to be working as intended, and put back into svc.